Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that screen was scratched and which diminished visibility of screen. Blood glucose was unknown. Customer also reported that side of insulin pump was cracked. The insulin pump will not be returned for analysis.